Manufacturer narrative:
(B)(4).

Event description:
It was reported that: patient underwent aaa. Large access was right groin. Gore excluder devices were used. Pre angio-after access achieved with micro puncture. Vessel noted to have slight medial calcium and small aneurysm distal to access site. Depth location was taken, 3+1 noted. 18f sheath was placed. Post case, 18f manta deployed on right side. No bleeding from groin. Slight ooze noted post wire removal. Dr. Reapplied last step with tension pulled to green for 1min. No bleeding while he was under tension. Upon releasing tension, slight ooze was noted. Post angiography was taken, no extravasation noted in 2 different angels. Dr asked or staff to hold light pressure on groin for approximately 10min and then check site. After 15min, staff dressed right groin access and noted no bleeding and groin was soft no hematoma. Patient was transferred to recovery. Dr notified me the next morning that the patient transferred to cath lab later that same night for a covered stent for possible retroperitoneal bleed. Additional information: during an evar procedure, micro puncture and ultrasound were utilized to gain access in both right and left groin, the right side was for large bore and was closed with the 18f manta. Vessel size was >8mm with a small amount posterior and medial calcium. No pcr was checked but protamine was administered, slight oozing was noted 5min after deployment. Light pressure was held <10min on the table. No other devices used. Patient went to pacu, no bleeding noted. Approximatly 4 hours later bleeding was noted from the right groin. Patient went to the cathlab for placement of a covered stent.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301504 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed-a male patient presented to the or for an evar procedure. Access was gained utilizing ultrasound guidance with a micropuncture kit, and a pre-procedure angiogram was performed. The arteriotomy was more significant than 8.0mm, with minimal posterior medial calcification, and a small aneurysm distal to the access. No issues were encountered advancing or withdrawing the 18f procedural sheath. Following the evar, prior to closure, protamin was administered and the 18f manta was deployed for closure in the right common femoral artery. Post-deployment, hemostasis was immediate at the access; although following guidewire removal, oozing was present. The physician re-advanced the blue lock advancement tube to green on the tension gauge, for one minute. While under tension no bleeding was visible. When tension was removed, a slight ooze was observed. Following two different angled post-angiograms, extravasation was not indicated, and manual pressure continued for ten minutes. Fifteen minutes later, the groin access was dressed, no bleeding was noted, the groin was soft with no hematoma, and the patient was transferred to the recovery area. Active bleeding was observed from the access site four hours later that evening. The patient was transferred back to the cath lab for a covered stent and potential retroperitoneal bleed. The root cause of the ret roperitoneal bleed cannot be determined due to an insufficient amount of information regarding the initial, deployment and endovascular intervention procedures, access position, patient conditions, and environment, and no device or angiograms were submitted for investigative purposes. It is unknown if the patient received blood products or transfusion due to the rp bleed, or patient outcome po st-procedure. The physician was unsure if manta was truly at fault. Therefore, the suspected root cause of the retroperitoneal bleed remains undeterminable. The manta instructions for use states the safety and effectiveness of the manta device have not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure requirements state that activated clotting time (act) should be below 250 seconds prior to closure. The following potential adverse events related to the deployment of vascular closure devices include retroperitoneal bleeding, and its consequences, as a result of failed closure in the setting of an access above the inguinal ligament or the most inferior border of the epigastric artery (iea). The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: patient underwent aaa. Large access was right groin. Gore excluder devices were used. Pre angio after access achieved with micro puncture. Vessel noted to have slight medial calcium and small aneurysm distal to access site. Depth location was taken, 3+1 noted. 18f sheath was placed. Post case, 18f manta deployed on right side. No bleeding from groin. Slight ooze noted post wire removal. Dr. Reapplied last step with tension pulled to green for 1min. No bleeding while he was under tension. Upon releasing tension, slight ooze was noted. Post angiography was taken, no extravasation noted in 2 different angels. Dr asked or staff to hold light pressure on groin for approximately 10min and then check site. After 15min, staff dressed right groin access and noted no bleeding and groin was soft no hematoma. Patient was transferred to recovery. Dr notified me the next morning that the patient transferred to cath lab later that same night for a covered stent for possible retroperitoneal bleed. Additional information: during an evar procedure, micro puncture and ultrasound were utilized to gain access in both right and left groin, the right side was for large bore and was closed with the 18f manta. Vessel size was >8mm with a small amount posterior and medial calcium. No pcr was checked but protamine was administered, slight oozing was noted 5min after deployment. Light pressure was held <10min on the table. No other devices used. Patient went to pacu, no bleeding noted. Approximatly 4 hours later bleeding was noted from the right groin. Patient went to the cathlab for placement of a covered stent.